Manufacturer narrative:
Per the reported event, fluoroscopy or ultrasound of the disc position before collagen deployment was not obtained. It should be noted that imaging is specified in the IFU to locate the sheath position and venotomy location. Imaging also allows the user to assess the severity of the vascular disease, vessel tortuosity, and vessel diameter and identify the presence of an existing stent or other implant at the venotomy site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported.

Event description:
On (B)(6) 2019, attending physician performed a pvc ablation procedure. Post procedure, the first year ep fellow deployed an mvp. The device was inserted into the sheath and the disc was deployed. The sheath was removed and temporary hemostasis was achieved. It should be noted that the placement of the disc was not verified with fluoroscopy or ultrasound. At this point, dr (B)(6) inserted the key into the lock/grip and retracted the black sleeve. Dr (B)(6) felt the collagen had been deployed and was too far into the vein, because only a smaller portion of the green push rod was visible. Dr (B)(6) a pulled the device back against the venotomy and achieved hemostasis. The disc was de-deployed and removed and pressure was held to gain final hemostasis. The patient was prescribed anticoagulants as a precaution and was discharged. On friday, (B)(6) 2019, the patient came back to the hospital complaining of chest pain and pain in the right leg. MRI results showed a small pulmonary embolism in the right lung. No surgical intervention was required but patient was admitted to the hospital and was given anticoagulation with observation. The patient was discharged from the hospital on (B)(6) 2019 but will continue on the anti-coagulant medication.